Event description:
It was reported that an unknown tubing set had blood backflow. This occurred during use with an infusion pump. The reporter stated that the tubing was hung upside-down in the pump and it had twisted on the pole. The nurse noted this mistake, however, the pump did not alarm and had pulled blood from the patient's line. The patient's central line clotted and the nurse was able to unclot the line. There was no medical intervention needed after the line was unclotted. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.